Event description:
During an in-clinic follow-up, p-wave amplitude variation resulting in undersensing was observed on the leadless pacemaker (lp). An x-ray was performed and the lp was in its original implant position. The cause of the event was due to underlying rhythm being the functional escape rhythm with the retrograde p-wave. The lp is functioning normally and the patient is stable with no consequences.